Event description:
It was reported that the 360 ventilator air supply was lost. There was no patient involvement at the time of the reported condition. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien service provider checked the ventilator, and confirmed the customer issue. The service provider tightened all internal filters, performed flow sensor and oxygen sensor calibrations. The ventilator was tested and checked to be running normally.